Event description:
The user facility reported that the patient was prepped and drapped in normal sterile fashion for delivery of an impella rp. The physician had difficulty delivery product to the right heart. Every time physician tried to advance the impella rp flex device over any guidewire it would kink the wire. Multiple wires by multiple manufacturers were utilized. Wire kept coming back every time rp flex was advanced or rp flex catheter would collapse in on itself. Physician decided to abort procedure and put in a protek suo with no issues. Same access site as impella rp flex and same lunderquist wire used for placement.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the delivery issue is most likely due to the improper technique that was used to place the guidewire to try to advance the rp flex..